Event description:
Event description guidant received information that, during a routine device follow-up appointment, the pacing impedance and stimulation threshold measurements for this chronic right ventricular defibrillation lead were noted to have gradually increased over the past six months. The pacing impedance measurement is now reported to be >2000 ohms. It was further noted that the patient is not pacemaker-dependent, the sensing is okay, and the patient has not experienced ventricular fibrillation.